Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding display glass. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported by the customer that the insulin pump display screen was cracked after being dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 178 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).